Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("continuous pain in hip, lower abdomen and pelvic area, mainly in right side") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hypothyroidism, asthma, bipolar disorder and fibromyalgia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("continuous pain in hip, lower abdomen and pelvic area, mainly in right side"), arthralgia ("continuous pain in hip, lower abdomen and pelvic area, mainly in right side") and hypomenorrhoea ("menstrual bleeding weak/not at all") and was found to have general physical condition decreased ("general condition "collapsed""). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, pelvic pain, arthralgia and general physical condition decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, general physical condition decreased, hypomenorrhoea and pelvic pain with essure. The reporter commented: the physician sent samples. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("continuous pain in hip, lower abdomen and pelvic area, mainly in right side") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hypothyroidism, asthma, bipolar disorder and fibromyalgia. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("continuous pain in hip, lower abdomen and pelvic area, mainly in right side"), arthralgia ("continuous pain in hip, lower abdomen and pelvic area, mainly in right side") and menstrual disorder ("menstrual bleeding weak/not at all") and was found to have general physical condition decreased ("general condition collapsed"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, pelvic pain, arthralgia and general physical condition decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, general physical condition decreased, menstrual disorder and pelvic pain with essure. The reporter commented: the physician sent samples. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.